Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the lead was located in the subcutaneous tissue, not in the sacral. The cause was undetermined. It was unclear when this occurred. The physician replaced the lead and implanted a new lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was not emptying her bladder, and when she goes to the bathroom she 'barely goes - 3 little drops'. The patient stated that it had been like this for 2-3 weeks. The patient had appointments with their healthcare provider, but they were cancelled due to covid-19. The patient saw their primary care physician (pcp) on (B)(6)2020 and had 3/4 of a gallon of fluid in her. The patient stated that she catheterized herself this morning, because she was hurting, but now feels more comfort. The patient stated that she was also not emptying 'over a year ago' and she changed the program. The patient stated that when she has an appointment with her managing healthcare provider or wants to change settings, she increases stim until she feels a 'jolt', and then decreases stim to where she does not feel it. The patient indicated that the 'jolt' was not painful and that it was 'like being kicked in the groin'. On the call, the patient increased stim on program 1 from 2.3 to 3.8 and did not feel anything. The patient is going to try this stim setting for a couple of days and increase as needed. No furth ER complications were reported. Additional information was received from the consumer. The patient reported that the inability to empty their bladder was first observed on (B)(6)2020. In response tothe inquiry for the patient¿s medical history in relation to their retention and self-catheterizing and if these symptoms existed prior to the patient¿s receiving the implant the patient replied ¿yes,¿ that they catheterized for a year prior to getting their interstim and they cathed a short time after receiving it. The patient reported that for 2 ½ years they had not cathed and then ¿everything stopped.¿ in response to the inquiry regarding the patient¿s report of their ¿not feel anything after increasing stimulation on the call with patient services,¿ and if there had been a device issue or a therapy issue or if not feeling stimulation was normal for them when they were receiving adequate therapy relief, the patient reported that they didn¿t usually feel it except for when they were in the health care physician (hcp¿s) office for a check up but noted that it was always working or ¿so¿ they ¿thought,¿ until they were ¿able¿ to get out all the fluid with cathing. In response to the inquiry for what the circumstances were that led to the patient not feeling stimulation the patient replied ¿not sure what the issue is,¿ but that they were seeking an hcp¿s help with this. In response to the inquiry for if the lack of feeling stimulation was resolved and if not what further actions were taken or were planned to resolve the patient reported that they had an appoint with an hcp. In response to the inquiry for if their retention resolved and what other actions had been taken or were planned to resolve it the patient replied that they see their doctor and that they ¿keep cathing to try to live.¿ there were no further complications reported. Additional information was received from the patient. They reported that they had a whole new system put in on (B)(6). The lead had become detached. Additional information was received from the patient. They reiterated they started having trouble in (B)(6) 2020, and reported the ins battery had only been at 25% and the lead had moved. Within a week or two of getting their first implant, they did not have to catheterize anymore and were not taking any medication. Additional information was received from a healthcare professional (hcp). The hcp reported that the lead was located in the subcutaneous tissue, not in the sacral. The cause was undetermined. It was unclear when this occurred. The physician replaced the lead and implanted a new lead.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1hy0q serial# implanted: (B)(6)2017 explanted: (B)(6)2020 product type lead h6: device code c63030 on ins, device code c62917 on lead. Eval code-conclusion 22 on lead. B5: correction: additional information was noticed to have been needed. "Additional information was received from the patient. They reiterated they started having trouble in (B)(6)2020, and reported the ins battery had only been at 25% and the lead had moved." Entire revised b5 included in this report. See manufacturer report #2182207-2020-00553 which had previously reported information involved in this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that the inability to empty their bladder was first observed on (B)(6) 2020. In response to the inquiry for the patient¿s medical history in relation to their retention and self-catheterizing and if these symptoms existed prior to the patient¿s receiving the implant the patient replied ¿yes,¿ that they catheterized for a year prior to getting their interstim and they cathed a short time after receiving it. The patient reported that for 2 ½ years they had not cathed and then ¿everything stopped.¿ in response to the inquiry regarding the patient¿s report of their ¿not feel anything after increasing stimulation on the call with patient services,¿ and if there had been a device issue or a therapy issue or if not feeling stimulation was normal for them when they were receiving adequate therapy relief, the patient reported that they didn¿t usually feel it except for when they were in the health care physician (hcp¿s) office for a check up but noted that it was always working or ¿so¿ they ¿thought,¿ until they were ¿able¿ to get out all the fluid with cathing. In response to the inquiry for what the ci rcumstances were that led to the patient not feeling stimulation the patient replied ¿not sure what the issue is,¿ but that they were seeking an hcp¿s help with this. In response to the inquiry for if the lack of feeling stimulation was resolved and if not what further actions were taken or were planned to resolve the patient reported that they had an appoint with an hcp. In response to the inquiry for if their retention resolved and what other actions had been taken or were planned to resolve it the patient replied that they see their doctor and that they ¿keep cathing to try to live.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had a whole new system put in on (B)(6). The lead had become detached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was not emptying her bladder, and when she goes to the bathroom she 'barely goes, 3 little drops'. The patient stated that it had been like this for 2-3 weeks. The patient had appointments with their healthcare provider, but they were cancelled due to covid-19. The patient saw their primary care physician (pcp) on (B)(6) 2020 and has a uti, and had 3/4 of a gallon of fluid in her. The patient stated that she catheterized herself this morning, because she was hurting, but now feels more comfort. The patient stated that she was also not emptying 'over a year ago' and she changed the program. The patient stated that when she has an appointment with her managing healthcare provider or wants to change settings, she increases stim until she feels a 'jolt,' and then decreases stim to where she does not feel it. The patient indicated that the 'jolt' was not painful and that it was 'like being kicked in the groin.' On the call, the patient increased stim on program 1 from 2.3 to 3.8 and did not feel anything. The patient is going to try this stim setting for a couple of days and increase as needed. No further complications were reported.